Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 47 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done and discovered that the customer was not connected to the insulin pump, but is only using the pump for the sensor feature. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with unresponsive buttons due to the keypad connector being unlocked on the lcd board. The keypad traces were inspected and no anomalies were noted. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the keypad connector being unlocked on the lcd board. The pump was received with minor scratches on the lcd window.